Event description:
The customer's mother reported her daughter's blood glucose reached "high" (>500 mg/dl) less than 24 hours after the pod was activated. She stated that the pink side insert was not visible in the window and that the cannula is bent.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to completely deploy the cannula, confirm the reported bent cannula, or to determine root cause. Qualification records were reviewed and the product lot met all acceptance criteria.